Manufacturer narrative:
Concomitant medical product: 6935m lead; 4398 lead implanted: (B)(6) 2016.

Event description:
It was reported that there was intermittent atrial undersensing along with increased lv (left ventricular) threshold. The atrial and lv eads remain in use. No patient complications have been reported as a result of this event.